Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a full height cubie failure occurred following the deployment of the total firmware package on version 1.4.4.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) cubie was failed. A technical support specialist (tss) identified that the stations had bad firmware, which removed the fh cubie drawers from the bus. The station itself had not been rebooted to apply the bad firmware. The firmware was downgraded to a prior stable version using knowledge article (ka) legacy full height drawer no longer accessible after applying firmware 1.8.2.12 as a temporary mitigation to restore stability, with the expectation that the system would be upgraded again once a reliable firmware version became available. The station firmware upgrade to the applied version was planned for the next reboot of the station according to the customer schedule. The system functioned as intended after the technical support specialist troubleshoots the device.